Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure and could not be restarted. The user did not need the pump and completed the procedure without it. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and found that the 10 amp fuse for pump 4 on the e/p pack was blown. The fuse was replaced to resolve the issue and a subsequent technical safety inspection did not identify further issues. The pump was restarted multiple times and was found to be functioning according to specification. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure and could not be restarted. The user did not need the pump and completed the procedure without it. There was no report of patient injury.